Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results,. Please the updates in sections: d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the device in a clean but used condition with the jaws open with the lock in the "off" position. The jaw aperture seems low and is confirmed when measured - 0.217" (below spec 0.25" - 0.4"). This low aperture would indicate the possibility of a bent jaw(s). The jaws were inspected under 10x magnification and the black insulation was found to be slightly dented on the electrodes at the humps. The flare is intact. The device was mechanically tested and the blade advances/retracts, the jaws rotate smoothly and the blue button has a good tactile feel in all positions. The jaws open and close producing a low aperture. However, if the clamp lever is pushed forward the jaws open slightly wider - 0.271". There was some friction noted when the clamp lever was pushed forward. The lock operation was tested numerous times with the device orientation in many different positions. The jaws did not get stuck closed during evaluation. The device tag was scanned for the build data. The original equipment manufacturer (OEM) reviewed the final test data for this device and reported that the jaw aperture was 0.320" which was in specification. This would indicate that the jaws of this device have been bent or twisted during use and that caused the decrease in aperture and the friction in the clamp lever operation.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Myomectomy surgery. During the same, 3 forceps were used, 2 failed. The first was used once, and the mandibular stopped opening, it got stuck by bending or twisting the black rods. The second one lasted 20 min, when they are positioned on top of the myoma, only by making a small force to remove the tissue, the black rod is twisted, it deforms and does not allow the clamp or mandible to open again. It gives the impression that it can not withstand the tension or pressure on tissue.